Manufacturer narrative:
This follow-up is sent to reflect that the product returned was identified as being a third-party product when received and therefore was reported as a straumann group manufactured device in the initial report which is not correct.

Event description:
The clinician reports the implant was inserted (B)(6) 2021, in ada 12. On (B)(6) 2023, fracture of the implant was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.